Manufacturer narrative:
The investigation determined that imprecise vitros phyt quality control results were obtained from the vitros 5,1 fs chemistry system. Results of precision testing demonstrated that the vitros 5,1 fs chemistry system was not performing as expected at the time of the event. In addition, the imprecision was observed across two different lots of vitros phyt slides. An ocd field engineer made multiple repairs and adjustments to the vitros 5,1 fs chemistry system. However, acceptable vitros phyt performance has not yet been achieved, and the investigation is ongoing. A definitive root cause has not been determined as the investigation is ongoing. However, the event is most likely instrument related.

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Values of 35 and 36 ug/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 28.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).